Manufacturer narrative:
Parts of the delivery system were returned to edwards lifesciences for evaluation and visually inspected for any abnormalities. Visual inspection revealed a kink on the guidewire shaft distal to the distal valve alignment marker. The distal guidewire shaft was separated from the nose tip insert. The balloon spring was stretched. The inflation to crimp balloon bond was intact; separation occurred proximal to the bond. No dimensional or functional testing was able to be performed due to the returned condition of the device (only guidewire shaft and inflation balloon returned). During the manufacturing process, the commander delivery system undergoes multiple inspections for mechanical damage, bonding process, and balloon defects. All manufacturing lots undergo product verification testing on a sampling plan which verifies inflation balloon to crimp balloon bond strength. These manufacturing mitigations during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for balloon torn was confirmed. A review of available information (complaint history, lot history, DHR review and manufacturing mitigations) supported that the laser bond between the inflation balloon and the crimp balloon have proper inspections in place to detect issues related to the torn balloon. Imagery for the valve alignment procedure and information regarding the location and condition of the valve alignment was not provided. As a result, the condition of the vasculature at the point of alignment could not be assessed. Performing valve alignment in a bent section of the aorta can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip. This may cause part of the crimped valve to slide into the flex tip lumen (¿diving¿). If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially cause a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. An engineering study was previously performed to confirm this condition and was able to recreate high enough forces to potentially cause a material failure in the area in question. There is no information in the description of the complaint that indicates that any other procedural factors contributed to the event. However, past complaints have suggested that procedural/patient factors can contribute to delivery system difficulty with valve alignment and balloon torn: not retracting the flex tip back to the triple marker position prior to deploying the crimped valve could result in increased tensile load on the constrained portion of the balloon, which subsequently can contribute to the separation of the crimp balloon and inflation balloon. Residual fluid left in the inflation balloon or a change in the balloon shape (un-pleated profile occurring due to inflating more than 20-30% during prep) after de-airing, can contribute significantly to difficulty in alignment process. (Excess fluid remaining in the balloon and balloon shape could lead to enlarge balloon profile, potentially increasing the alignment force.). Patient anatomy may have negatively impacted the delivery system during valve alignment, causing additional force needed for alignment (friction between balloon and flex shaft). Note: patient anatomical information was not made available for this case. Thus, a definite root cause was unable to be determined at this time. The complaint for valve movement on balloon was unable to be confirmed. However, if the observed balloon tear occurred during the valve alignment process, it is possible that the balloon would have bunched and pushed the thv into position. In such a scenario, retracting the flex tip may cause the thv to move out of position as the balloon is no longer compressed. Therefore, it is likely that the valve movement on balloon is related to the observed balloon tear. The complaint for balloon torn was confirmed, however, no manufacturing or IFU/labeling inadequacies were identified. Review of complaint history for july 2016 revealed that the occurrence rate did not exceed control limits for this failure mode. Available information suggest that procedural factors may have contributed to the event. However, at management discretion, a pra was previously initiated for risk assessment and for consideration for further escalation. The complaint for valve movement on balloon was not confirmed and no training/IFU labeling inadequacies were identified. Review of the complaint history for july 2016 revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventive action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the implantation of the 26 mm sapien 3 valve by tf approach, it was difficult to align the valve on the balloon and there was "a movement of the valve on the balloon". The valve was positioned in the annulus but it did not inflate. An attempt to remove the valve and the delivery system was made but it became "stuck" and was impossible move forward or back. A surgical cutdown on the patient's iliac artery had to be performed to retrieve the system. The patient is stable and recovering. The valve was not implanted. The patient had severe aortic and access vessel tortuosity, moderate annular calcification.